Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® push button blood collection set had the non patient needle separate from the holder luer/adaptor/hub. The following information was provided by the initial reporter: the customer stated "separation. As the customer opened the pbbcs package, the non-patient end of the device separated. Specifically, the female and male luer separated."

Manufacturer narrative:
H6: investigation summary: bd received four (4) photos as well as one (1) physical sample were received for evaluation. The photos confirm the reported issue of a male/female luer separation. Based on the investigation results, bd is able to confirm the customer¿s reported failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® push button blood collection set had the non patient needle separate from the holder luer/adaptor/hub. The following information was provided by the initial reporter: the customer stated "separation. As the customer opened the pbbcs package, the non-patient end of the device separated. Specifically, the female and male luer separated."